Event description:
During a coronary drug eluting stenting treatment procedure, balloon withdrawal difficulty and a dissection occurred. A taxus express2 drug eluting stent was deployed in the right coronary artery (rca). Upon removal of the stent delivery system, the physician encountered withdrawal resistance the catheter deep seated and a dissection of the rca occurred. Patient status was not reported.